Manufacturer narrative:
The customer provided response to the questionnaire regarding presence of foreign material. The device was not cleaned, disinfected, and sterilized before it was sent to olympus. An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on channel tube, water tightness is lost. There were few additional findings. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on bending section cover was detached, chipped and cracked. Ultrasonic transducer and electrical connector had corrosion. Objective lens has a scratch. Distal end had a stain. Acoustic lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The company representative on behalf of the customer reported to olympus that there was a suspected pinhole in the forceps channel of the evis lucera ultrasound gastrovideoscope. There is no report of patient or user harm associated with this event. During inspection and testing of the returned device, it was observed that there was foreign matter coming out of the forceps channel. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely, that foreign matter remained in the forceps channel, because the reprocess could not be completed, due to a leak failure, due to the forceps channel pinhole. The event can be detected/prevented, by following the instructions, for use which has the following descriptions: chapter 6: application and conditions of cleaning, disinfection and sterilization. Chapter 7: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.